Event description:
Major back surgery decompession l-1, l-2, l-3, l-4, and l-5. Surgeon used a pedicle wrap which transverse fusion. Now rptr has pain, severe numbness of lower extremities and outer left thigh and severe ache of lower right outer thigh and lower leg.